Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00598800539, lot 77002039, nexgen tibial half block augment. 00598801112, lot 62292119, nexgen straight stem extension. 00598800529, lot 61754505, nexgen tibial half block augment. 00598800500, lot 62266215, nexgen tibial size 5. 00598801114, lot 62150263, nexgen stem extension 14mm x 155mm. 00599401691, lot 62479418, nexgen femoral. 66022663, lot 77224349, palacos r+g cement. Unk part 37 x 8.6 patella button unk lot.

Event description:
It was reported that a patient had a left knee total revision. Subsequently, approximately 9 years post procedure the patient underwent a poly exchange due to an unknown fracture. No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the articular surface was exchanged due to fracture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no broken hardware is detected and not wear or other issues noted. This complaint was confirmed by the medical records provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.